Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the down arrow button has been difficult to press for 3 months. He stated that the rubber keypad began peeling within the past week, and the ok button has become difficult to press. The family member denied any trauma to the pump; denied that the pump was exposed to water; and stated that the patient wears the pump in a pouch.